Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot - product code: 04.009.002s, lot number: 25p3179, manufacturing site: mezzovico, release to warehouse date: 28 nov 2019, expiry date: 01 nov 2029. A manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2020, the patient underwent surgery for femoral shaft fracture with afnj implants. After surgery, on (B)(6) 2021, patient underwent for a revision surgery due to bone union. The implants were removed and noticed that the end cap had not been inserted fully. It was unknown if the revision surgery completed successfully. The patient outcome is unknown. This complaint involves one (1) device. Concomitant devices reported: a2fn nail (part # 04.009.248s, lot # 2l89357, quantity # 1). Unknown distal locking screw (part # unknown, lot # unknown, quantity # unknown). Unknown helical blade (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for (1) unk ¿ plates. This is report 1 of 6 or complaint (B)(4).